Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan (lfs) on july 26, 2007, and alleged that the threads of the lancing device was stripped/damaged. The issue occurred the week before the reporter called lfs. According to the reporter, after the issue began, the patient experienced high blood glucose symptoms. The reporter denied the patient received medical attention or took an action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the reported issue was not resolved and the reporter alleged the patient had high blood glucose symptoms after the reported issue began.